Event description:
It was reported that during a pd procedure, the distal part of the staple on the outside line was malformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4: h4, 6: info anticipated, but unavailable at this time.